Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred frequently between (B)(6) 2026 and (B)(6) 2026. On (B)(6) 2026 the patient felt distressed, very tired and dehydrated because of the series of sensor disconnections. Readings came back at around 12 noon after losing signal at 11 am. By this time the pump was working but the patient was entering manual bolus as he was already experiencing on and off connection to his cgm readings. He ran away from the house before 2 pm when the sensor was reading "high" and eventually, he was seen by the police and fell down the grass. The patient has reported to be autistic. Police called his father and the paramedics and when they came, he was taken to the emergency room. Sensor was not reading again when he was being taken at the emergency room. At the hospital, he was treated with IV fluids, took something to eat and drank water. The patient stayed less than 24 hours at the hospital. At the time of the report the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.